Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("pregnancy after essure implantation") and abdominal pain ("severe abdominal pain") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right fallopian tube was not occluded as a puddle of contrast is present in the right side of the pelvis". In 2010, the patient started essure at an unspecified dose and frequency. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("unusually heavy menses/ menorrhagia"), fatigue ("extreme fatigue"), vaginal haemorrhage ("abnormal vaginal bleeding (2 weeks per month)") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with oral contraceptive nos and surgery (total laparoscopic hysterectomy, bilateral salpingectomy and uterosacral "plication" on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pregnancy with contraceptive device, abdominal pain, menorrhagia, fatigue, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered pregnancy with contraceptive device, abdominal pain, menorrhagia, fatigue, vaginal haemorrhage and dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2011: hysterosalpingogram result was right fallopian tube not occluded (cont.). On an unknown date: blood test result was normal thyroid, chemistry, and cbc. On (B)(6) 2011: hysterosalpingogram (cont.) - as "a puddle of contrast is present in the right side of the pelvis". Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe abdominal pain. She also became pregnant (device ineffective). These both events are anticipated in the reference safety information for essure. Devices were removed approximately 6 years afer insertion. Abdominal pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, this event was assessed as related to essure use. Unintended pregnancies may occur during any contraceptive use. In the present case, consumer underwent the confirmation test and results showed that one tube was patent. The exact time point of conception was not reported; however, the causality between the pregnancy (device ineffective) and essure device cannot be excluded. This case was regarded as incident since intervention was required. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following med dra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe abdominal pain. She also became pregnant (device ineffective). These both events are anticipated in the reference safety information for essure. Devices were removed approximately 6 years afer insertion. Abdominal pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, this event was assessed as related to essure use. Unintended pregnancies may occur during any contraceptive use. In the present case, consumer underwent the confirmation test and results showed that one tube was patent. The exact time point of conception was not reported; however, the causality between the pregnancy (device ineffective) and essure device cannot be excluded. This case was regarded as incident since intervention was required. The product quality analysis concluded that as defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right fallopian tube was not occluded as a puddle of contrast is present in the right side of the pelvis" on (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("unusually heavy menses/ menorrhagia"), fatigue ("extreme fatigue"), vaginal haemorrhage ("abnormal vaginal bleeding (2 weeks per month)") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy after essure implantation/post essure pregnancy") and experienced pelvic pain ("worsening pain"), genital haemorrhage ("worsening abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms") and autoimmune disorder ("autoimmune symptoms"). The patient was treated with oral contraceptive nos and surgery (total laparoscopic hysterectomy, bilateral salpingectomy and uterosacral plication on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menorrhagia, fatigue, vaginal haemorrhage and dysmenorrhoea had resolved and the pregnancy with contraceptive device, pelvic pain, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, autoimmune disorder, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: results: normal thyroid, chemistry, and cbc. Hysterosalpingogram - on (B)(6) 2011: results: right fallopian tube not occluded (cont.). Diagnostic results: (B)(6) 2011: hysterosalpingogram (cont.) - as ¿a puddle of contrast is present in the right side of the pelvis¿. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right fallopian tube was not occluded as a puddle of contrast is present in the right side of the pelvis" on (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("unusually heavy menses/ menorrhagia"), fatigue ("extreme fatigue"), vaginal haemorrhage ("abnormal vaginal bleeding (2 weeks per month)") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy after essure implantation/post essure pregnancy") and experienced pelvic pain ("worsening pain"), genital haemorrhage ("worsening abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms") and autoimmune disorder ("autoimmune symptoms"). The patient was treated with oral contraceptive nos and surgery (total laparoscopic hysterectomy, bilateral salpingectomy and uterosacral plication on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menorrhagia, fatigue, vaginal haemorrhage and dysmenorrhoea had resolved and the pregnancy with contraceptive device, pelvic pain, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, autoimmune disorder, dysmenorrhoea, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: results: normal thyroid, chemistry, and cbc. Hysterosalpingogram - on (B)(6) 2011: results: right fallopian tube not occluded (cont.). Diagnostic results: (B)(6) 2011: hysterosalpingogram (cont.) - as ¿a puddle of contrast is present in the right side of the pelvis¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received. Reporter added. Essure indication added. Events genital bleeding and pelvic pain female, auto-immune symptoms and hypersensitivity symptoms were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right fallopian tube was not occluded as a puddle of contrast is present in the right side of the pelvis" on (B)(6) 2011. The patient's medical history included menometrorrhagia and uterine prolapse. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("unusually heavy menses/ menorrhagia"), fatigue ("extreme fatigue"), vaginal haemorrhage ("abnormal vaginal bleeding (2 weeks per month)") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy after essure implantation/post essure pregnancy") and experienced pelvic pain ("worsening pain"), genital haemorrhage ("worsening abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms"), autoimmune disorder ("autoimmune symptoms"), menometrorrhagia ("menometrorrhagia") and uterine prolapse ("uterine prolapse"). The patient was treated with oral contraceptive nos and surgery (total laparoscopic hysterectomy, bilateral salpingectomy and uterosacral plication on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, heavy menstrual bleeding, fatigue, vaginal haemorrhage and dysmenorrhoea had resolved and the pregnancy with contraceptive device, pelvic pain, genital haemorrhage, hypersensitivity, autoimmune disorder, menometrorrhagia and uterine prolapse outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, autoimmune disorder, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, menometrorrhagia, pelvic pain, pregnancy with contraceptive device, uterine prolapse and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: results: normal thyroid, chemistry, and cbc. Hysterosalpingogram - on (B)(6) 2011: results: right fallopian tube not occluded (cont.). Diagnostic results: (B)(6) 2011: hysterosalpingogram (cont.) - as ¿a puddle of contrast is present in the right side of the pelvis¿. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-jun-2021: mr received. Reporter information, medical history and patient demographics was added. Events menometrorrhagia, uterine prolapse added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right fallopian tube was not occluded as a puddle of contrast is present in the right side of the pelvis" on (B)(6) 2011. The patient's medical history included menometrorrhagia, uterine prolapse, abdominal cramps, excessive menstruation, cyst, nabothian cyst, adenomyosis, vaginal bleeding, menorrhagia and headache. Concomitant products included fluconazole (diflucan), ibuprofen, metronidazole (flagyl 250) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria hospitalization, medically significant and intervention required), heavy menstrual bleeding ("unusually heavy menses/ menorrhagia"), fatigue ("extreme fatigue"), vaginal haemorrhage ("abnormal vaginal bleeding (2 weeks per month)") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy after essure implantation/post essure pregnancy") and experienced pelvic pain ("worsening pain"), genital haemorrhage ("worsening abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms"), autoimmune disorder ("autoimmune symptoms"), menometrorrhagia ("menometrorrhagia") and uterine prolapse ("uterine prolapse"). The patient was treated with oral contraceptive nos and surgery (total laparoscopic hysterectomy, bilateral salpingectomy and uterosacral plication on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, heavy menstrual bleeding, fatigue, vaginal haemorrhage and dysmenorrhoea had resolved and the pregnancy with contraceptive device, pelvic pain, genital haemorrhage, hypersensitivity, autoimmune disorder, menometrorrhagia and uterine prolapse outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, autoimmune disorder, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, menometrorrhagia, pelvic pain, pregnancy with contraceptive device, uterine prolapse and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: results: normal thyroid, chemistry, and cbc. Hysterosalpingogram - on (B)(6) 2011: results: right fallopian tube not occluded (cont.). Diagnostic results: (B)(6) 2011: hysterosalpingogram (cont.) - as ¿a puddle of contrast is present in the right side of the pelvis¿. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record document : menometrorrhagi . Dysmenorrhea. Uterine prolapse. Fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2021: mr received : reporter information , other relevant history and concomitant added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.